Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-721a-(B)(4): the glass cap exhibits a circumferential fracture at the proximal side of fiber/glass fusion zone; the distal tip of glass cap and metal cap are detached and not returned; the outer flow tubing open end wall integrity is compromised, and exhibits signs of slight melting, and partially erased red octagonal sign and blue arrow indicator. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure, at 122,000 joules and 12 minutes of use, it was noted that the fiber stopped firing. The fiber was exchanged and the second fiber was used to complete the procedure. The fiber tip was cleaned during the procedure. Patient outcome: "good" reported.